Event description:
The user reported that within half an hour of starting a chemotherapy infusion, the clinician noticed a leakage on the pillow case next to the pt and also on the floor. On closer inspection they found that the leak was from the smartsite port on top of the add-on burette set. The report suggests that approx 50ml of cytotoxic spillage occurred. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. H3: the customer has discarded the sample due to cytotoxic content. The lot number was not identified; therefore, lot history record review could not be performed.